Event description:
It was reported that the lead had shown noise on stored episodes for vf detection. No therapy was delivered. The physician decided to disable tachy therapy and allow only brandy pacing. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.